Event description:
Patient reported "a rupture on the right breast," "textured implant," "recall," and "losing of weight." The event of losing of weight is not device related. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure, varied injuries-ndr.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, d4, d6(b), h4, h6.